Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose went above 600 mg/dl. Her symptoms included nausea, vomiting, and abdominal pain. Customer treated with a syringe. Customer believed the insulin pump stopped delivering at night. Troubleshooting was performed with the insulin pump. At the time of this report, customer's blood glucose was 95 mg/dl. The drive support cap appeared normal. No air bubbles or leaks were found and insulin exited at the quick release during manual priming. Customer declined to review the programming and settings for accuracy. The bolus history displayed all entries based on customer's recollection. The high pressure test was performed and passed. It was advised to change entire set, reservoir, and insulin.